Manufacturer narrative:
The device history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported receiving a tracheostomy tube that was too long by 10mm. Caller states that tracheostomy tube was placed in the patient and then removed and patient needed recannulation.